Manufacturer narrative:
Date of event, implant date: dates estimated. This will be filed as a serious injury summary report per FDA exemption approval number - e2015009. The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, the relationship of the additional therapy/non-surgical treatment to the mitraclip device could not be determined. The reported additional therapy/non-surgical treatment were likely related to case specific circumstances to treat the symptoms experienced. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 32 mitral valve reintervention events which is considered a serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Patients¿ mean age 67 years, ranging from 30 - 93 years. 74% patients were male, 26% patients were female. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.